Event description:
It was reported an asymptomatic patient presented to the operating room for device change out surgery unrelated to the lead. Externalized conductors were confirmed via fluoroscopy. No electrical anomalies were detected. Lead will be capped and replaced. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.